Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed on the navigation system following an image acquisition being sent from the medtronic imaging system. It was noted that the imprecision was observed when utilizing third party instruments along with a medtronic tracker and that switching the instrument restored precision. The imprecision was noted to be 2-3 millimeters. Additionally, it was reported that the tip-tap was 0 millimeters imprecise. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.